Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin I (tni) results. Quality controls (qc) resulted high out of range on the daily qc run. The customer ran patient samples when qc was out of range. Qc were rerun resulting higher and with "abnormal reaction" flag. The ccc specialist instructed the customer to bleach water bottle, rinse reagent arm 1 (r1), refill water bottle and use a new set on the reagent flex. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: decontaminated the water and chemical wash, replaced sample drain and tubing, checked alignments, and cleaned windows. Tni calibration was acceptable, and qc was in range. The cause of the discordant tni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely elevated troponin I (tni) results were obtained on three patient samples on a dimension xpand plus instrument. The discordant results were not reported to the physician(s). The customer repeated the original samples on an alternate instrument and the results were lower. The customer reported the results obtained on the alternate instrument to the physician(s). There was a delay in reporting patient results due to this issue. There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni results.